Manufacturer narrative:
Catheter analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Results code used for the catheter.

Event description:
It was reported that the patient experienced increased spasticity. The intrathecal baclofen dose was gradually increased over the course of 6-12 months. The dose increase worked for 3-4 days, then the patient's spasticity increased again. The pump contained lioresal 2000 mcg/ml at a dose of 1200 mcg/day. At the time of elective pump replacement, the catheter was explored. The cerebrospinal fluid flow was positive at both the pump access port and at the spinal site. A new catheter was implanted. The hcp was concerned that there may have been microtears or fractures. Final patient outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.